Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: during investigation, the pump was powered on and the display was observed to be dim and discolored. The keypad was found to be intact; no damage or peeling was observed. Unrelated to the complaint, the up arrow keypad button was found to be intermittently unresponsive during testing. All of the other keypad buttons responded appropriately. The keypad cover was removed and there was contamination found under all of the button contacts. A test battery cap was used for all testing and was found to tighten securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.